Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was not detected on bus and customer performed power cycle but not recovered. A field service engineer (fse) found no lights on the t board of the issued drawer. The station was powered down, and the t board was replaced, but the issue persisted. Both controller boards were unplugged to isolate the t board, and the replacement t board also showed no lights. The pyxis bus cable was inspected with no cuts found. Another t board was installed, and with nothing connected, the lights turned on. After connecting the top half of the drawer, the lights remained on, but when the bottom drawer was connected, the t board shorted, most likely due to a faulty solenoid. Using the last available t board, the fse replaced the t board, both controller boards, the retractor band, and the solenoid. The station powered on without issues. The customer successfully inventoried the drawer, ran hardware test application, and the drawer passed the final test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 were not on the bus. The customer had done a full power cycle twice, but the issue was not recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.